Manufacturer narrative:
The device was not returned for analysis. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A labeling review found that fluid leak is a known issue that can occur. However, without a returned product available for analysis the cause of the fluid leak cannot be determined; therefore, the evaluation conclusion code, cause not established was assigned to this event.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because it was malfunctioning due to fluid loss. A new ipp device was implanted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because it was malfunctioning due to fluid loss. A new ipp device was implanted.